Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported the needle broke during use. To aid in the investigation, one sample with the plastic shield, but no packaging blister, and one photo was received for evaluation by our quality team. The needle is broken with the bottom part of the needle attached to the needle hub. A visual inspection was performed with a 30x microscope. The area where the needle is broken shows damage similar to the needle being twisted. No other defects or imperfections were observed. The two photos provided show the sample received. A device history record review was completed for provided material number 305136, lot number 1238482. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the manufacturing process was completed looking for a possible area where the condition shown could have been induced and no findings were observed. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed, but a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ 27 g x 1-1/4" hypodermic needles needle broke. The following information was provided by the initial reporter: we were notified of a complaint from a customer stating needle broke during use.